Manufacturer narrative:
The following devices were also listed in this report: triathlon symmetric x3 patella; cat # 5550-g-319-e; lot # 4e19 tri ts baseplate size 2; cat # 5521-b-200; lot # eag3xb triathlon ps fem component, cemented; cat # 5515-f-301; lot # d7e7rd7r9g it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding patient factors involving a triathlon insert was reported. The event was confirmed based on medical review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports an incidence of wound necrosis and dehiscence following a robotically assisted totally arthroplasty. The patient was treated appropriately and without delay with a satisfactory final outcome regarding the skin and a satisfactory range of motion of the knee. This postoperative wound complication is completely unrelated to the implants and instruments provided by stryker. I can confirm that this event took place since I was able to review the operation report for the total knee replacement and for the subsequent surgical treatment of the wound problem. Regarding the possible root cause of this event, I cannot determine it with certainty. Wound necrosis and dehiscence is a very common immediate postop problem and is multi factorial. It can be due to patient factors and also surgical technique. It is unrelated to stryker and instruments. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that patient had a corrective surgery performed to remove the dry gangrene from lack of blood flow. The event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by letter received from patient: full knee replacement on left knee (B)(6), 2020. October 1st corrective surgery to remove dry gangrene from lack of blood flow.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by letter received from patient: full knee replacement on left knee (B)(6) 2020. (B)(6) corrective surgery to remove dry gangrene from lack of blood flow.